Event description:
It was reported that the unit inflates to over pressure and will not relieve the pressure.

Manufacturer narrative:
Additional information will be provide once investigation has been completed.

Event description:
It was reported that the unit inflates to over pressure and will not relieve the pressure.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode could not be confirmed. Visual inspection confirmed the warranty seal is broken. The calibration label indicates the unit is overdue for calibration. Further visual inspection of the unit confirmed no presence of physical damage. However, cosmetic defects such as surface scratches were noticed on the front panel, bottom chassis and the chassis cover. The chassis cover was then removed for visual inspection of the inside of the unit and no presence of burnt/damaged components were observed. The unit's venting system was tested with a tube set, gas bottle and dummy lap fixture. Actual pressure was at 15mm hg. Set flow was at 6 l/min. Artificial pressure was then given to the dummy lap fixture to create over pressure. The units overpressure alarm activated and started to vent. The unit vented the excess pressure and adjusted back to match the set pressure of 15 mm hg. The pressure was then released from the dummy lap fixture and the unit¿s actual pressure dropped. The unit immediately pumped gas back into the dummy lap fixture to adjust the pressure back to 15 mm hg. The unit was then functionally tested and it passed. However, an illuminated red led was noticed on the bam board and lpu board. The error log was reviewed and indicates that one of the pressure sensors on the lpu is out of specification. A non conforming lpu and overdue calibration may cause sensor drifts or valve defects, which can result in non conforming behavior including, but not limited to, the cessation of gas flow. The probable root causes for the unit not relieving overpressure are: non conforming lpu, overdue calibration, use error and/or the venting system will not trigger during veress mode. The probable root cause for the surface scratches on the unit is: brushing/scraping the unit against a rough surface. In sum, the product was returned for investigation but the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.